Manufacturer narrative:
For hydrocephalus. For no allegation of device malfunction or non conformance.

Event description:
Three days prior to the procedure, the pt presented with a left hemispheric stroke. Imaging revealed a critical stenosis with total occlusion and possible dissection of the left internal carotid artery (ica). The subject device was successfully deployed at the petrous level following angioplasty. Angiography taken post stent deployment revealed a tiny clot within the stent. The physician placed two non boston scientific stents to treat the residual stenosis in the left ica. Angiography revealed no blood flow through the left ica that the physician believed was due to in stent thrombosis. The thrombosis was successfully treated using balloon angioplasty and a half cardiac dose of reopro. Angiography demonstrated significant improvement of blood flow with complete resolution of the clot. Three hours post procedure, the pt experienced increasing neurological symptoms of weakness of the right arm and leg. A CT scan revealed a reperfusion subarachnoid hemorrhage and the beginning of hydrocephalus. Platelets were transfused to reverse the reopro. The next day, an external ventricular drain (evd) was placed to treat the hydrocephalus and additional platelets were transfused to treat the sah. The pt showed improvement during three following days. However, five days post procedure the pt stopped moving her right side. An angiogram revealed fresh clots in the previously placed stents. Multiple unsuccessful attempts using an angioplasty and a stent placement were made to recanalize the totally occluded stents. A f/u angiogram showed decreased blood flow after the procedure. The pt was ultimately discharged to a nursing home for palliative care and her modified rankin score was five.